Event description:
Technician alleged bed intermittently rose by itself.

Manufacturer narrative:
Technician found trend switch on control panel defective from normal age and wear. He replaced switch to resolve.